Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after eating two meals without announcing, followed by a supply change and continued automated corrections; fingerstick glucose was 324 mg/dl and the ilet displayed 344 mg/dl, later decreasing to 164 mg/dl and stable. Symptoms included high blood glucose. Outcomes included temporary limitation in activities requiring monitoring and corrective actions at home without medical intervention. Investigation included troubleshooting support and user education. Investigation of this case revealed that the hyperglycemia was attributable to unannounced meals leading to postprandial elevation that resolved after supply change and device-delivered corrections. It was concluded that the device functioned as designed and that user behavior contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.